Manufacturer narrative:
Follow-up #1: date of submission 22-may-2019. Device evaluation: the device has been returned and evaluated by product analysis on 20-may-2019 with the following findings: during investigation, there were reboots observed in black box download. Daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump history shows pump was delivering programmed basal rate until 8:58pm on (B)(6) 2019. The battery compartment is cracked and the threads inside battery compartment are stripped. Battery cap not returned with pump for investigation. A test battery cap used for investigation. The power loss and reboots were duplicated. There was corrosion in the battery compartment and the pump leaks at battery compartment. Pump opened; moisture damage found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2019, the reporter contacted animas alleging that the patient experienced a blood glucose of 575 mg/dl with rapid, deep breathing, shortness of breath, vomiting, difficulty waking up, polydipsia, polyuria and nausea associated with an alleged power issue. Reportedly, the patient discontinued pump therapy and was using insulin injections. During troubleshooting with customer technical support, the patient stated they were unable to tighten the cap on the pump and was not sure if the issue was with the pump or the cap. There was alleged corrosion in the battery compartment and there was no power to the pump. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged power issue.